Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected rotaflow drive has been sent to germany for repair by the manufacturer under RMA#(B)(4). Rotaflow drive was received in rastatt on 2019-10-07. The affected rotaflow drive was sent to the manufacturer em-tec for investigation/repair on 2019-10-14. According to the service report RMA 2019-10246 tests and the software was checked on the rotaflow drive with serial number (B)(6). Additional a endurance test under increased load was performed. The reported failure could not be reproduced. Rotaflow drive passes all tests. The rotaflow drive was checked after em-tec in rastatt according to the current valid service protocol. The reported failure "drive dripping out by running" was occurred in the repair center and could not be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the repair center in us that the rotaflow drive dropping out while running. No patient was involved. The incident was discovered in the repair center. (B)(4).